Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin gauge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques and had loaded cold insulin into the cartridge. Subsequently, cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 228-351 mg/dl.